Event description:
The customer reported that their spo2 alarms were not turned on. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that their spo2 alarms were not turned on. No pt harm was reported. The philips service person had configured the spo2 alarms "off" in error. When spo2 alarms are off there is an obvious visible indicator of no alarms on-screen, both at the central station and at the bedside monitor. There is minimal health risk. The hospital corrected the alarm setting. No further investigation or action is warranted at this time.